Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2020. It was reported that the patient was having problems with her stimulator charging. The patient indicated that it was not holding a charge. Since implant, the patient has only gotten the patient controller and the implant charged to 100% at the same time maybe once or twice. The patient said that if she has the patient controller charged to 100% and she tries to charge her implant, it will take her forever to charge her implant to 100%. The patient thinks that the belt is ridiculous which is another reason why it takes her so long to charge her implant. The patient will put the recharger in her underwear, and she will get excellent recharge quality. On the afternoon of the report, the patient was only able to charge to 80% and was unable to charge any higher than that. Within 45 minutes, her implant went from 80% charge to 20% charge. It took her 1.5 hours to charge her implant to 80%. If she pushes around the implant, she will feel a jolt around the implant. The patient has not had any falls or trauma. A manufacturer representative had told the patient that she has very high settings. The patient has not been able to go through a night without having to charge her implant. At the time of the call, the patient controller was at 90% charge and her implant was at 60% charge. The patient was charging with excellent recharge quality at the time of the report. It was reviewed with the patient that settings can affect how often she will have to charge the implant. There were no further complications reported.